Manufacturer narrative:
Please see attached summary memo.

Event description:
The doctor reported the implant was removed due to osseointegration failure, around 1 month after implant placement. The oral hygiene around implant site was moderate and the bone quality was not reported. Peri-implantitis and pain were observed during the implant removal surgery. The patient will need another surgical intevention.